Event description:
Philips received a complaint from the customer on the v60 indicating that during preventative maintenance it was observed that the touchscreen is having issues, not accurate in the lower left corner. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem; the screen is clean and no impact damage noted. The rse advised the customer to perform touchscreen calibration. The customer calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.